Event description:
It was reported that this right ventricular (rv) lead was capped due low r-waves and high thresholds. Another rv lead was successfully placed. No additional adverse patient effects were reported.